Event description:
Patient revised metal on metal wear, slight wear on edge of patella poly, appears poly rotated and locked at 90 degree.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.